Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to increased sensor glucose value with an administration of acetaminophen. The customer reported blood glucose value of 50 mg/dl treated with glucagon. The event involved product(s) mmt-7040d9. Troubleshooting performed on hypoglycemic event confirmed the elevated sensor glucose due to intravenous administration of acetaminophen and continued delivery of bolus without actual measurement of blood glucose reading. It was confirmed that insulin delivery was not suspended due to reported event and the blood glucose and the sensor glucose value at the time of event was found to be 90 and 200 mg/dl. No further patient complications were reported. Product return for mmt-7040d9 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: hcp reported that the sensor glucose level was increased to 200mg/dl with administration of acetaminophen. No fingerstick was taken and a bolus was given. Customer¿s blood glucose value dropped to 50mg/dl. Pump was not suspended due to the difference between sensor glucose and blood glucose values. Low was treated with glucose ingestion (not glucagon). No troubleshooting was done. Pump was used within 48 hours of the low. Pump was in manual mode.